Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the mdu motor was heating. As the incident occurred during a routine inspection there was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the aesthetics are good. The cable & housing has no damage. A functional evaluation was performed on the returned device and found a co-relation between the reported complaint & functional evaluation. The mdu was over heating. After replacing motor assembly, it's working properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.